Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer biomedical engineer (biomed) reported that they were not getting red alarms for bed 19. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips remote service engineer (rse) had the biomed generate a red alarm in the room and the biomed confirmed they saw the red alarm text and heard the alarm tone in the room and at the central station; no problem was found during the time the rse spoke with the biomed.

Event description:
A philip remote service engineer (rse) worked with the site biomed to test the alarm generation. A red alarm was generated at the bedside and the biomed confirmed that they saw the red alarm text and heard an audible tone in the room and at the philips patient information center ix (pic ix) central station. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.